Event description:
This lead was repaired at the svc pin due to a cracked insulation. There were no adverse patient side effects reported. This lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.